Event description:
A peritoneal dialysis (pd) patient reported that she found a fluid leak following a discontinued treatment. When the patient opened the cassette door she found fluid leaking from the cassette. The patient then contacted her pd nurse. The actual sample was not made available for evaluation but a companion set is available. During follow up the patient's pd nurse reported that the patient was not given any antibiotics and there are no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.